Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the on/off breaker, ac filter, isolation transformer and the core power tray assembly. A return material authorization (RMA) was issued to have the isi devices returned; however, isi has not received the devices for failure analysis investigations.

Event description:
It was reported that prior to starting a da vinci-assisted procedure, post-anesthesia and port placement, the vision side cart (vsc) powered off. The procedure was converted to open surgery. Technical support was called after converting the procedure, and the technical support engineer (tse) asked the site to reboot the system, try to change the ac wall plug, and reset the breaker on the vsc, but the issue persisted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The redundant medical grade power supply (rmgps) was analyzed and found to have no failures or errors. The rmgps was installed on the system in normal mode and had no shutdown failures. The 12v output of both power supplies were acceptable. However, error 1102 was triggered during the power cycle testing. The drawer fans will be replaced.

Event description:
Refer to h10/h11 for follow-up information.